Manufacturer narrative:
(B) (4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: converter was disengaged and 5mm clamp could not be used. Used another device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 mins. No pt injury was reported. No pt info available.